Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the plunging pin is stuck into the mounting hardware. This is preventing the back from locking.